Event description:
There was an allegation of questionable negative nitrite, leukocyte, and erythrocyte results for multiple urine patient samples tested with the chemstrip 10 md urine test strips on the urisys 1100 urine analyzer. One example of discrepant results for a patient with symptoms of urinary tract infection was provided: the analyzer results were negative. The customer's visual read of the results was positive (the customer was unable to specify if the results were for nitrites, leukocytes, or erythrocytes.) The customer stated that the test strip pads looked positive before they were placed on the meter, prompting the visual read of the test strip results. The results from the customer's visual read were deemed correct.

Manufacturer narrative:
The chemstrip 10 md urine test strips lot number and expiration date were not provided. The customer reported that qc and calibration were passing. The investigation is ongoing.

Manufacturer narrative:
All released chemstrip 10 md urine test strips lots underwent qc tests and were released without restrictions. Product labeling states: "limitations - interference leukocytes: false-negative readings may be produced if the urine specimen contains high concentrations of calcium chloride. High ph values caused by urinary tract infections and a lowered specific gravity might lead to false-positive readings in rare cases. The drugs cephalexin and gentamicin have been found to interfere with this test. In addition, nitrofurantoin colors the urine and this effect interferes with visual interpretation of the test strip. High levels of albumin (> 500 mg/dl) in the urine and urinary glucose excretion in excess of 1 g/dl may interfere with the test results." "Nitrite: false-negative readings may be produced if the urine specimen contains high concentrations of creatinine and urobilinogen. If the urine specimen has a pronounced intrinsic color (for example, due to the presence of bilirubin, urobilinogen or erythrocytes), the reaction color may be intensified due to an additive effect. Large amounts of ascorbic acid (see under glucose) decrease the sensitivity of the test." "Blood/hemoglobin: urine specimens that contain large amounts of beta-hydroxybutyrate may lead to false-negative results. False-negative readings are obtained when formalin is used to preserve the urine or on medications with nitrofurantoin, quinidines, acetaminophen, amoxicillin, furosemide, gabapentin and ibuprofen. This test has not been found to be affected by the ingestion of reasonable quantities of ascorbic acid (up to 50 mg/dl). Patients with phenazopyridine medications may show false-positive results. Medications with sodium2-mercaptoethanesulfonate (mesna) can lead to a false-positive or false-negative reading of reagent pad color change." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The cause of the event could not be determined, as the chemstrip 10 md urine test strips lot number was not provided.